Manufacturer narrative:
Information requested on numerous attempts and not provided.

Event description:
Civco was notified by an OEM that a physician performing transvaginal scanning felt unusual friction when pulling the catheter out from the patient. It is believed the tip of the catheter, which was being fed through the needle guide, was cut by the end of the needle guide and the severed piece of the catheter may have remained in the patient's body. The physician later performed an aspiration for a malignant tumor and removed the tip from the patient.